Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked during infusion with normal saline at 5ml/hr. The nurse was switching the bags when the line was severed near the hub of the tubing. Approximately 250 ml of the saline solution spilled on the nurse and patient. The line was removed and replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.